Manufacturer narrative:
(B)(4). Date sent 9/17/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the review of device reconciliation forms associated with closeout documentation for the cases, it was identified that devices from the incorrect glc80 (echelon linear¿ cutter) batch were shipped. Per the protocol, six devices from batch 954c34 were intended to be shipped, but devices from batch 904c12 (which were not sterilized or intended for sale) were documented on the reconciliation forms.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2025. Additional information received: we have not been informed of any adverse events following on from the products that were used in the patients.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. Corrected data: 6. Medical device problem code investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, however, the device was incorrectly distributed. The lot#904c12 history records were reviewed and the device was manufactured via a validation build protocol. The batch met all manufacturing criteria, but the batch was not certified as it was not intended for sale.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025 additional information received: local team informed the customer that product used in this surgical procedure was not sterilized. This activity was managed and initiated by the quality review board. -business reply form was returned confirming acknowledgement of the situation and that the situation was still under review at the hospital regarding any potential adverse events associated with this event. (Attachment 2) -the local sales and marketing team continue to follow-up with the facility to confirm potential patient consequences. Additional information will be shared as soon as it is available.